Event description:
According to the initial reporter, on (B)(6) 2019 a (B)(6) male patient underwent a filter placement procedure in which the cook celect platinum navalign jugular vena cava filter set, g34309, was placed. Filter deployment was normal, and the filter appeared straight and appropriately positioned in imaging. When the patient was brought back to retrieve the filter it was slightly tilted (no wall contact) . It was also evident in the initial cavagram that the filter had lost one of the secondary legs. It was floating freely next to the filter, held lightly in place by a bit of thrombus that was sitting on the hook/collet. The physician was able to remove the first filter, then the unattached leg. The patient did not experience any adverse events due to the product failure, nor were any additional procedures necessary.